Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was in the 500 mg/dl range. Customer treated their blood glucose levels via manual injection. Customer believed the insulin pump did not deliver insulin and was not working properly. Troubleshooting for the no delivery alarm was performed. Customer changed out the infusion set and reservoir which resolved the issue.